Event description:
It was reported to nova biomedical the consumer woke up feeling disoriented, the consumer immediately tested himself getting a result of 56 mg/dl on their blood glucose meter. The consumer said he took some sugar and then passed out. Approx 10 minutes later, the consumer apparently had a seizure; he woke up and found himself in a pool of blood stating he broke his nose. The consumer's spouse gave him juice and took him to the hosp. It was found during the phone call, the consumer is storing test strips in an area which is against our directions for use which may compromise the integrity of the test strips. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.